Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Unrelated to the complaint, the keypad was found to be torn at the ok button; this issue had no effect on the pump insulin delivery function.

Event description:
The patient reported that on four occasions over the course of a month, the pump did not detect the cartridge and emptied the cartridge.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. A 2531779-03/24/2010-003-r.